Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment of the programmer not powering up. There was a white screen during start-up and it was found that the display connector board had some corrosion (liquid damage). It was also noted that the power switch was sticky (hard to switch) and liquid traces were found. Liquid traces were found inside the programmer but not on the boards. The stylus was missing, upper hinges (left and right) were worn, cord bay latches were broken, media door was damaged, bullet assay (lower) broken, electrocardiogram (ECG) connector had a loose solder connection, ECG connector support plate and handle update was required, paper tray was missing release handle and paper tray was nearly empty. Re-installed and updated software. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not powering up. The programmer subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.